Manufacturer narrative:
This report is submitted on march 10, 2020.

Event description:
Per the surgeon, the patient experienced skin overgrowth. There was a skin revision during an abutment change under a general anaesthetic on (B)(6) 2020.